Manufacturer narrative:
Device evaluation: the device was returned to medtronic for evaluation. The foreign material found on the stent was identified as delrin acetal homopolymer. A number of struts were partially raised and deformed on the 15th and 16th distal segments. The stent was partially flattened along the entire length. (B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent. There was no anomalous resistance during removal of the protective device. No abnormalities noted during device inspection and prep before the procedure. The target lesion in the lcx had 90% stenosis, excessive calcification and moderate tortuosity. There was no stenosis proximal of the lesion site. Lesion pre-dilation was performed. A 50% stenosis remained after pre-dilation. Resistance was encountered delivering the resolute integrity stent to the target lesion - it was reported that the device did not come out of the non-medtronic 4fr guide catheter and the device was "pushed harder." There appeared to be a piece of resin stuck to the middle part of the resolute integrity device. The guide catheter was replaced with another non-medtronic one and another attempt was made to deliver the resolute integrity device using a '4 in 5 technique.' However this was also unsuccessful. Several attempts were made to deliver the resolute integrity device. The physician stopped using the device. When the device was removed from the patient and inspected, a black-colored resin was observed to be stuck in the middle part of the device. It was reported that this might be the resin of the distal tip of the 4fr guide catheter, which may have caused the delivery difficulties in the guide catheter. The guide catheter was inspected after the procedure (4 french non-medtronic guide catheter) and the distal tip was noted to be damaged. Investigation of the guide catheter showed that the catheter tip was separated and its tip was black. Another resolute integrity device was delivered to the distal side of the target lesion site to complete the procedure. Analysis conducted on the guide catheter device confirmed the resin was from the black-coloured distal tip of the guide catheter. The resolute integrity device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No patient injury reported.